Manufacturer narrative:
Initial.

Event description:
It was reported that the user believed they were not receiving insulin from the ilet pump, though system review indicated insulin delivery, and blood glucose reached 220 mg/dl with a reading of 178 mg/dl at the time of the call; the user reported no leakage at the infusion site and, after guided troubleshooting, disconnected, filled the tubing, observed insulin drops, and reconnected, with plans to monitor for glucose decline. Symptoms included hyperglycemia without associated clinical manifestations. Outcomes included no need for medical intervention, no hospitalization, and no device alarms. Investigation included user-led functional checks of the infusion set and tubing priming under guidance. Investigation of this case revealed insulin delivery was functional as evidenced by visible drops during tubing fill, with no site leakage reported, and the cause of the hyperglycemia remained unclear. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.